Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ii us mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. The stent was detached from the sds and not returned for analysis. The manufacturing data for this device was reviewed and no anomalies were highlighted. The maximum crimped stent profile was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-mar-2017.   It was reported that crossing difficulties were encountered.    The target lesion was located in the highly calcified left anterior descending (lad) artery. A 2.75 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent detached.